Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 failed due to the damaged rails. The field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a problem in which drawers 2.1 and 2.2 were unable to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.